Manufacturer narrative:
Due to character limitation in block e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during routine check by customer cardiosave, intra aortic balloon pump (iabp) a blue screen appeared when the device was started. There was no patient involved.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) reported that the customer switched it off and switched it on and it was ok. The fse contacted the customer and was told the machine started up perfectly. Since the customer does not have a contract, no intervention was done and no report was provided.

Manufacturer narrative:
Additional initial reporter name - (B)(6). Updated fields - b4, g3, g6, h2, h6 (health effect clinical code), h11. Corrected field - e1.